Event description:
At 20:45 - during resuscitation attempt defibrillator malfunctioned (fired once at 20:48 for ventricular tachycardia. Would not fire a second time). Another defibrillator retrieved from nearby unit (fired at 20:57). Time lapse between first defibrillation and second is 9 minutes, resuscitation continued, pt defibrillated two (2) more times at 21:05 and 2108 for ventricular fibrillation with no response. Resuscitative measures continued unitl 21:20 when pt was pronounced dead. Defibrillator checked by biomed. No reason for malfunction. Could not be duplicated. User error suspected although user was recently acls trained.